Manufacturer narrative:
Follow-up # 1 ¿ (05/19/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was showing a battery indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 1pm the alleged issue first occurred. The patient denied using any medications to manage his diabetes. The patient reported at the same time, he felt lethargic, can¿t think straight and was sweaty. The patient denied receiving any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca documented that this was the first time the patient used the subject meter, and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.